Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel breast prosthesis, unknown catalog number and unknown serial number. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with unspecified mentor gel breast prostheses that both ruptured after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right gel breast prosthesis.

Manufacturer narrative:
On 14-aug-2023, mentor received additional information about the event. The patient was scheduled to undergo bilateral explantation on (B)(6) 2023. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-sep-2023, mentor received additional information about the event. It was reported that no ¿obvious¿ leaks were detected on the explanted breast prostheses. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-sep-2023, mentor received additional information about the event. It was previously reported that no ¿obvious¿ leaks were detected on the explanted breast prostheses. New information received states that the patient¿s diagnosis post explantation surgery is left breast prosthesis rupture. This medwatch report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-nov-2023, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the suspect medical device is an unspecified mentor textured gel breast prosthesis. On 24-nov-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the customer initially reported a possible bilateral rupture, however, after additional information was received it was confirmed that only the left implant was ruptured. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the gel breast implant. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).